Event description:
New information notes programming changes were performed. The patient condition was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post sensed t wave oversensing on the implantable cardioverter defibrillation (ICD). No changes or interventions were performed. The patient was discharged from the hospital after the procedure.